Event description:
The pt experienced pain and swelling issues at the implant site, followed by headpiece retention and sound qual issues. Sys lock was obtained when pressure was applied followed by sound qual issues. On (B)(6) 2014, the pt was advised not to use the external equipment and was prescribed keflex 500 mg for one week. On (B)(6) 2014, the pt was prescribed medrol 4 mg, which was discontinued due to allergic reaction. On (B)(6) 2014, the pt was prescribed augmentin xr 1000 62.5 mg for two weeks. Testing showed that the device is functioning. The pt continues to be monitored.